Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that about a month or two ago noticed that the bladder stimulator was malfunctioning. Patient said that when recharged implanted neurostimulators, could only increase stimulation up to 1. 1 and then it started to shock the right side down the right leg and patient couldn't feel anything. Patient also said that right side above the waist started to swell up really bad. Patient went to the emergency room about two months ago and then called a hcp at simed urology and was told to turn stimulation off. Patient turned stimulation off and said that the pain stopped however the swelling went down only partially. When asked, patient said did have a fall in april however said only fell forwards. Patient said hasn't had any problems with the bladder device until recently. The patient was redirected to their healthcare provider to further address the issue. R eviewed option to have device checked at healthcare provider office to confirm the integrity of the system and to ask if healthcare provider would order some type of imaging. Other medical history included that patient was told has prostate cancer and arteriosclerosis however said didn't have any test.